Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). It was reported that the patient experienced peritonitis on an unreported date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. The patient was treated with tobramycin and metronidazole (routes specified as ¿in bags and pills¿ respectively for eleven days, doses and frequencies not reported) for the event. It was reported that the patient recovered in the month following onset of the event. Pd therapy was ongoing. No additional information is available.